Event description:
The distributor in (B) (4) reported that a neuro balloon catheter did not inflate. This was discovered during the surgery. The catheter went through the ventriculostomy uninflated into the ventricle . When the doctor wanted to inflate the balloon it did not inflate. The doctor removed the catheter and used another. The hospital disposed off the complaint sample catheter, because it was contaminated with the patient's blood. Integra has contacted the reporter in writing to request more information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.